Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occurred (alarm 29) during the load sequence. A cartridge change was performed resolving the alarm. Customer's blood glucose level was in the 130's mg/dl range.